Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected restart or off no power anomaly was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case on the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery alert. The customer's blood glucose level was 170 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated the insulin pump was not stored or not in use for an extended period of time. She changed the battery and received multiple unexpected restart alarms. The customer was advised that to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.